Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 814:04 on channel b. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 on channel b was confirmed during on-site product evaluation. The root cause of this condition was assigned to a defective air in line printed circuit board on channel b. The pump head module on channel b was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.